Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. A review of the submitted image was performed, and the following additional information was provided: the image was consistent with the alleged complaint. The image shows a broken off/detached fragment from a portion of the device that enters the patient (distal end).

Event description:
It was reported that during a da vinci-assisted surgical procedure, after use of the harmonic ace instrument, it was indicated that reducing the pressure on the knife head can prevent fracture. There was no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace curved shears instrument was analyzed and found to have blade damage. One of the blade edges was indented, which prevents the blades from closing and cause energy recognition failures. Additional observation(s) not reported by site: the instrument was found to have the hypo tube broken. The hypo tube was completely severed at the midpoint of the instrument. No pieces were found missing. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause is attributed to use conditions. Indented blades result from blade scratches and damage caused by contact with other instruments or other hard/metal objects (e.g., staples, clips, etc.) During use while the instrument is activated. Blade fractures propagate from initial contact sites due to the ultrasonic vibration of the harmonic ace blade, leading to eventual/premature failure (e.g., scratches and damage result in indentations or cracks, which then result in broken blades).

Event description:
Refer to h11 for follow-up information.